Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 14.8 mmol/l (lot 497829 ) and 7.0 mmol/l (lot 497474).